Event description:
It was reported via repair work order that the brakes are not holding due to a broken brake cam and the patient left side rail had a malfunctioned spindle assembly due to broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during the investigation that the patient left side rail had a malfunctioned spindle assembly due to broken spindle spacer.

Event description:
It was reported via repair work order that the brakes are not holding due to a broken brake cam.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.